Event description:
Per report, after the placement of a transcatheter heart valve that was placed, there was a partial occlusion to the right coronary artery and the patient was brought back from ICU to the operating room. The right coronary artery was canulated and stented. It was noted that the valve was implanted in the appropriate position and there was a heavily calcified annulus and native leaflet. The patient is fine.

Manufacturer narrative:
Additional information provided by the company representative: the annulus was heavily calcified and the native leaflet could have partially obstructed the right coronary artery (rca). The patient was hypotensive and bradycardic after valve implant. The operators felt that the patient was having difficulty recovering from the rapid pacing. Anesthesia did not extubated the patient and on the way to the ICU the patient started having EKG changes. The patient was taken back to the cath lab to examine the coronaries and a partially occluded rca was noted. A coronary stent was placed and the patient was sent back to ICU. The aortic annular diameter measured 10-20 mm by tee and had moderate to severe leaflet calcification and calcified aortic root. The sinotubular junction (stj) measured 20-21 mm by tee/23 mm by CT and was moderately calcified; the sinus of valsalva (sov) measured 21-22 mm by tee/28 mm by CT. The ejection fraction was 55-65%. There was noted good image intensifier angle and coaxial alignment of the valve and delivery system. The patient's ventilation and the balloon inflation were held per the recommended amount of time and no loss of pacing capture was noted. The valve position post deployment was 50:50. The perceived cause of the right coronary occlusion was that the heavy native leaflet calcification and not the sapien cage that partially occluded the rca. Per the sapien valve instructions for use (IFU) and rf3 training guide, complications associated with the use of the bioprosthesis and the transaortic valve replacement (tavr) procedure, include, but is not limited to, coronary flow obstruction/transvalvular flow disturbance. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Furthermore, in the rf3 physician's training manual it is recommended that the operator perform an aortogram, CT or tee prior to thv implantation to reveal bulky calcified leaflets, calcified left main and leaflet length; during predilation, assess possible obstruction of left main or any coronary ostia from bulky leaflet calcification; consider the distance from annulus to left main to prevent left main occlusion. In this case, the root cause of the coronary occlusion cannot be confirmed as the intra-procedural images were not available for internal review. However, it was reported that a heavily calcified native leaflet partially occluded the rca. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.